Event description:
Caller reported nano system blood glucose results of 347 mg/dl and 67 mg/dl within 10 minutes. Customer stated he felt symptoms of hypoglycemia, so he ate some food and drank juice to alleviate those symptoms. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.